Event description:
The account alleged self run of the bed hi/low and knee when the bed is plugged into the power source. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.